Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for the cloudy effluent event. The patient was treated with unspecified medication (dose, route, frequency, and duration not reported) for the cloudy effluent. It was not reported if dianeal therapy was ongoing. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.